Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. The procedure was completed successfully with the closure device implanted in the laa. Approximately 2-3 hours post procedure, transesophageal echocardiography (tee) revealed a pericardial effusion. The physician noted that there was a trace amount of fluid seen, however no intervention was required and the patient was discharged home. At an unspecified time post implant, the patient was re-admitted to the hospital, with pain related to pleuritic pain. The patient had an episode of supraventricular tachycardia (svt) while in the hospital. The patient was treated and discharged with no further complications.